Manufacturer narrative:
The insulin pump passed the functional tests, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Pump was received with normal operating currents. No unexpected failed batt test alarm noted. The pump recognized the test reservoir during testing. Pump monitored for several days and no blank display noted. The battery tube connector plugged in properly to connector during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went completely dead while he was trying to deliver a correction bolus. When the customer inserted a new battery the insulin pump alarmed failed battery test. Customer's blood glucose level was 320 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.